Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. On (B)(6)2024, it was reported that the patient reported that his dexcom was reading ¿low¿ (no specific value reported) but his bg meter was reading ¿over 500 mg/dl¿. No patient symptoms were reported. The patient went to the ER, where his bg meter reading was ¿over 500 mg/dl¿ while the cgm was reading 180 mg/dl. The patient was diagnosed with dka and hospitalized for 3 days. The patient refused to provide dexcom with any other event details, including what treatment/medication he received. At the time of contact, it was indicated that the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.